Event description:
It was reported that a homechoice (hc) cassette experienced a leak during automated peritoneal dialysis (apd) therapy. The home patient (hp) indicated that the leak was noticed from the cassette door. A technical service representative (tsr) instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.